Event description:
Teleflex arrowg+ard blue plus® two-lumen central venous catheter (cvc) was placed in the internal jugular. Guidewire was retained in patient. The retained guidewire was later removed in the interventional lab.

Event description:
Teleflex arrowg+ard blue plus® two-lumen central venous catheter (cvc) was placed in the internal jugular. Guidewire was retained in patient. The retained guidewire was later removed in the interventional lab.